Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Endoleak (type1a): when the treo delivery system was attempted to be advanced, the delivery system was managed to pass through the external iliac artery but could not be advanced further due to severe vessel tortuosity of the central side of the implantation site and the external iliac artery. The delivery system was withdrawn once and reinserted through a dryseal (18fr, gore) and could be advanced to the implantation site. The main bifurcated stent graft was deployed as per the IFU, and excluder legs were implanted on both legs of the main bifurcated stent graft considering the difficulty in advancing the delivery system of a treo leg extension stent graft. Final angiography was performed after touch-up with balloon on the entire devices, and type1a endoleak from the central portion was confirmed. Touch up was carefully performed, but the endoleak did not disappear. The leak was caused because the bend of the central neck was bulging, so blood flowed to that area first, and the peripheral portion from the bend stopped blood flow as a second neck, but blood leaked through the outside of the second neck and into the aneurysm. However, since the amount of leakage into the aneurysm was small, the procedure was completed with the determination that the blood flow to the peripheral side would disappear as the act returned to normal by administrating protamine and the blood flow pooling in the bend would thrombose. Ancillary devices: excluder legs (14mm x 12cm, and 14mm x 10cm, gore). Blood loss: small amount. No image available due to hospital policy. Pre-case plan available: schema attached. Additional information available upon request. (Tc#(B)(4))". Patient outcome: "no health damage to the patient."

Event description:
"Endoleak (type 1a): when the treo delivery system was attempted to be advanced, the delivery system was managed to pass through the external iliac artery but could not be advanced further due to severe vessel tortuosity of the central side of the implantation site and the external iliac artery. The delivery system was withdrawn once and reinserted through a dryseal (18fr, gore) and could be advanced to the implantation site. The main bifurcated stent graft was deployed as per the IFU, and excluder legs were implanted on both legs of the main bifurcated stent graft considering the difficulty in advancing the delivery system of a treo leg extension stent graft. Final angiography was performed after touch-up with balloon on the entire devices, and type1a endoleak from the central portion was confirmed. Touch up was carefully performed, but the endoleak did not disappear. The leak was caused because the bend of the central neck was bulging, so blood flowed to that area first, and the peripheral portion from the bend stopped blood flow as a second neck, but blood leaked through the outside of the second neck and into the aneurysm. However, since the amount of leakage into the aneurysm was small, the procedure was completed with the determination that the blood flow to the peripheral side would disappear as the act returned to normal by administrating protamine and the blood flow pooling in the bend would thrombose. Ancillary devices: excluder legs (14mm x 12cm, and 14mm x 10cm, gore) blood loss: small amount no image available due to hospital policy pre-case plan available: schema attached additional information available upon request (tc# bm 240601362)". Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.